Event description:
Electrode backing easily scraped off in small pieces. Potential for bits of paper to get into incisional area or contaminate clean working area. (Label area on back of electrode.) Two boxes returned to MFR.